Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device: 6 months. The event occurred at (B)(6) hospital. The event was reported via (B)(4). No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced a bacterial driveline infection. The patient was treated with drug therapy only. It was noted that the cause of the infection was related to "patient condition and complexities of medical management". No further information was available.

Manufacturer narrative:
A direct correlation between the device and the reported driveline infection could not be determined. A full examination of the device could not be conducted as the patient remains ongoing on lvad support. Infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.